Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h.6 h11.

Event description:
The event of rupture was confirmed to not have occurred. Therefore, it will be unreported. Later, healthcare professional reported capsular contracture baker grade IV and "periprosthetic capsule segments with inflammatory reaction to foreign material". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.